Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette the correct reagent into well positions a1 through g1 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.